Event description:
It was reported that a review of stored episodes for this subcutaneous implantable cardioverter defibrillator (s-ICD) system was requested. Technical services (ts) discussed a smart pass disable episode due to low amplitude and untreated and atrial fibrillation (af) events with low amplitude which led to oversensing. Additionally, an inappropriate shock was noted to have been delivered due to oversensing of wide complex. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a review of stored episodes for this subcutaneous implantable cardioverter defibrillator (s-ICD) system was requested. Technical services (ts) discussed a smart pass disable episode due to low amplitude and untreated and atrial fibrillation (af) events with low amplitude which led to oversensing. Additionally, an inappropriate shock was noted to have been delivered due to oversensing of wide complex. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received; this s-ICD system was reprogrammed to the secondary sensing vector and recorded a smart pass disabled episode and an untreated episode with t wave oversensing. Technical services (ts) provided a review of the episode and noted that may need to consider a transvenous device potentially due to patient morphology. This s-ICD system remains in service. No adverse patient effects were reported.